Manufacturer narrative:
Manufacturer's investigation conclusion: the hm2 system controller was exchanged following the reported event of pump stops and low speed advisory alarms which was determined to be related to the pump investigated under MFR# 2916596-2021-06665. The log file spanned approximately 1 day (23oct2019, 20apr2020, and 03nov2021 to 04nov2021 per the timestamp). Multiple pump stops were observed throughout the log file. This will be investigated under MFR# 2916596-2021-06665. No other notable alarm was observed. The hm2 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 -¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low speed advisory and power cable disconnect. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with multiple low flow alarms as well as pump stops. It was suspected that the patient had short-to-shield. Technical services reviewed the log file and stated that the data showed multiple pump stops and low speed advisories on (B)(6) 2021 as well as elevated pump power. This type of behavior has been linked to potential issues with the percutaneous lead and it was instructed to keep the patient on either battery power or an ungrounded cable. Additionally, technical services noted that it appeared the patient had their system controller exchanged, which was confirmed to have taken place on (B)(6) 2021. On (B)(6) 2021 that the patient had their driveline repaired/replaced by technical services. Upon visual inspection it was noted that approximately 4-5" of the driveline had been pulled out of the exit site, which the patient indicated they did by mistake. The velour coating had previously been removed. The patient was switched over to new driveline with no issues. Related manufacturer's reference number for the driveline issues: MFR # 2916596-2021-06665.